Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was not vibrating. The customer stated that when buttons were pressed they would light up, be responsive and navigate appropriately but the pump would not vibrate. Subsequently, while attempting to deliver boluses, multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 198 (mg/dl). The customer delivered a bolus via the pump. It was reported that the customer would use manual injections as insulin therapy until the replacement pump was received.